Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a high downstream pressure 19 pounds per square inch (psi). The event happened during the preventive maintenance at the biomed service department. There was no patient involvement. No additional information is available.